Event description:
On 05/13/1998 following a diagnostic procedure, an angio-seal device was placed in a pt's right groin. The co rep, who was in attendance for this deployment, noted that the physician aggressively tamped the collagen against the top of the vessel. Hemostasis was achieved, and the pt was kept overnight for observation due to sedation for a prostate problem. On 05/17/1998 the pt complained of symptoms of claudication. On 05/18/1998 the pt underwent a run-off which identified a partially occluded common femoral artery. The pt was taken to surgery where collagen was noted to have been deployed within the artery lumen. The device was removed and surgical repair of the vessel performed. The pt reportedly tolerated the procedure well and was discharged home in good condition. As of 06/29/1998 there has been no further report of complication or pt sequelae made to the MFR.